Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon review, the implantable cardiac monitor did not connect with the mobile application. The physician was able to interrogate the device. No intervention was performed. The patient experienced no adverse consequences.